Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "defective / contaminated components from supplier". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed because a review of the label could not have prevented the reported failure. Correction: h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the hair was found in a sealed urinary drain bag.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that hair was found in a sealed urinary drain bag.